Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture at high output. Sensing and impedance were normal. It was noted during the extraction that very little of the screw helix on the lead was deployed. The physician was able to dislodge the lead by retracting the screw. A laser was necessary to remove the lead due to adhesions in the svc area. The lead was extracted and replaced without incidence. The patient was stable.